Manufacturer narrative:
Name: tandem, street: 11045 roselle street, line 2: suite 200, city: northridge, state: ca, zip code: 92121. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced adhesive issues with three infusion sets on (B)(6) 2026. The infusion set was used for few hours and fell off during use. The patient replaced infusion set and resumed insulin deliveries successfully.